Event description:
It was reported that the insulin pump alarmed unexpected restart and external ram crc error. Customer's blood glucose was 245 mg/dl. Troubleshooting was done. The customer was advised the insulin pump experienced an unexpected restart. The customer was assisted to perform self test and it passed. Advised to monitor the insulin pump and call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.